Manufacturer narrative:
Concomitant medical products: model: d314trg, cardiac resynchronization therapy defibrillator; implanted: (B)(6) 2012.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) triggered a patient alert due to a rise in the right ventricular (rv) lead svc coil impedance. Reprogramming was completed to adjust the svc impedance alert parameters. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.